Manufacturer narrative:
Unit received with constant insulin pump alarm followed by unexpected off no power alarm, problem isolated to the mother board. Unable to perform operating currents, self-test, unexpected restart error test and displacement test due to insulin pump alarm.

Event description:
Customer reported via phone call that the insulin pump had error alarm. Customer's blood glucose level was unknown at the time of incident. Customer reported they were able to clear the alarm. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.